Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: d10: ildat5, certain® bellatek® titanium abutment 5.0mm, lot# 8546668-1 h6: tyoe of investigation codes were added: 4109, 4111, 4114 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. The complaint reported that screw had become loose after crown was seated. The product was not returned. The reported event could not be verified as the exact details of event were nonverifiable and the product was not returned. Based on the evaluation and functional testing, device malfunction could not be verified. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed as the lot number associated with the reported screw (iunihg) was not available ¿ the screw in this complaint is not the one bundled with the abutment as it was not the original screw. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: loosening). Functional testing could not be performed since the device was not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or parafunctional habits of the patient over the implantation period. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Lot number: unknown / not provided.

Event description:
Customer reported that the screw has become loose after the crown has been seated. This is the 2nd time so they are redoing the entire case because they are not sure if it is the abutment or screw or both being the screw has been replaced one time already. Tooth #19.